Manufacturer narrative:
A partial lead measuring 8.2cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine generator change out, the sense/pace portion of the lead broke off. The lead was then capped and replaced. The patient was asymptomatic and was fine before, during, and after the procedure.